Event description:
A user facility reported a quality issue with an intraocular lens (iol). Additional information was received that the capsule tore during the procedure. Additional information has been requested.

Manufacturer narrative:
Evaluation summary: the lens was returned stuck inside a cartridge. Evaluation also observed a lack of lubricating solution. Product history records could not be reviewed for the cartridge because the facility did not provide a lot number or any identification traceable to the manufacturing documentation. Product history records were reviewed for the iol and all documents indicate the product met release criteria. The observation noted reasonably suggest that the damage was closely related to non-adherence to the directions for use. The damage can occur when an insufficient quantity of lubricating solution is present between the lens and the cartridge lumen (wall) or when the lens is not positioned correctly in the cartridge. There have been on other complaints in the lot. Additional information was requested by fax, email, mail and phone. A completed follow-up questionnaire has not been received. (B)(4).